Manufacturer narrative:
(B)(4). Batch # asku. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a right nephrectomy, after the first firing was completed, the endocutter was removed from the patient, the reload was removed and discarded, the device was rinsed, and the jaws of the instrument were closed but couldn't be reopened. Another endocutter was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n54n6a. The analysis results found that the ats45 device was received with no apparent damage and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.